Event description:
It was reported, at the end of g3 nail surgery, the target device was not able to remove from the nail. The surgeon removed all of g3 implants (with target device) and he used other system (chs) to complete the surgery.

Manufacturer narrative:
Na